Event description:
It was reported that was not the culprit, we needed to move around the pins in the non-(B)(6) pin box because their box had a row of pin inserts that were not properly working. We switched the pin placement, and the problem was resolved. Therefore, there was never anything wrong with the cable that was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).